Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required paramedics to assist with a blood glucose level. The customer alleged that the pump did not deliver insulin as intended. No additional information was provided and the customer declined troubleshooting with tandem technical support.